Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was improperly recording the patient's sinus dysrhythmia as atrial fibrillation (af). The device will be reprogrammed, and remains in use. No patient complications have been reported as a result of this event.